Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the journey ii femoral impactor bumper confirms the device has fractured into two pieces. Both pieces of the bumper was returned. This instrument exhibit signs of significant use and wear. The device was manufactured in 2016. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery the yellow impactor triangle from cr impactor cracked (broke) on final impaction, both halves recovered. No delay or injury reported.